Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.

Event description:
A painful knee was reported. It was noted that the insert was changed out.